Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced necrosis at magnet site and subsequently underwent skin revision surgery (date not reported). The implanted device remains.